Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the ECG electrodes. The area was described as open sores with bumpy skin. It was also reported that the electrodes leave indentations on the patient. The patient's doctor recommended a medicated gel and steroids for the irritation and that the patient remove the lifevest until the irritation has healed. The patient also reported using (B)(6) lotion which improved the irritation but made it itchy. During a follow up, the patient reported that the irritation had improved.